Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed.

Event description:
EU complaint handling unit reported a broken screw that was used from a loan set. The hospital implanted a four hole proximal femoral plate. When inserting the shaft through the plate, the head sheared off. The broken piece was left in the patient and is aware of the situation. A critical incident form was completed by the hospital.